Manufacturer narrative:
The initial reporter's occupation is other / non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for intractable spasticity. It was reported the patient¿s previous pump with serial number (B)(4) had needed to be explanted due to the patient having lost a substantial amount of weight and the pump eroding through their skin. The date of event was not specified. It was further noted that the patient¿s family recently decided that they wanted a new pump and the patient had a new pump implanted on (B)(6) 2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2018-aug-16. It was reported that the pump was implanted one week prior to the case, and the representative was informed of the events by the patient's family. It was noted that the patient had several health issues including cerebral palsy, and had a bowel blockage which caused the weight loss. The patient was reportedly in the hospital for those issues and the pump had started to erode through the skin. The patient was very thin (approximately (B)(6) lbs) with extremity muscles severely atrophied. There was no device issue prior to the weight loss and pump eroding through the skin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2018-aug-16. It was reported that the pump was implanted one week prior to the case, and the representative was informed of the events by the patient's family. It was noted that the patient had several health issues including cerebral palsy, and had a bowel blockage which caused the weight loss. The patient was reportedly in the hospital for those issues and the pump had started to erode through the skin. The patient was very thin (approximately (B)(6) lbs) with extremity muscles severely atrophied. There was no device issue prior to the weight loss and pump eroding through the skin.

Manufacturer narrative:
The initial reporter's occupation is other / non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for intractable spasticity. It was reported the patient¿s previous pump with serial number (B)(4) had needed to be explanted due to the patient having lost a substantial amount of weight and the pump eroding through their skin. The date of event was not specified. It was further noted that the patient¿s family recently decided that they wanted a new pump and the patient had a new pump implanted on (B)(6) 2018. No further patient complications have been reported as a result of this event.